Event description:
It was reported that during use of this handpiece with bur guard, it got hot. The heat was felt by the user in the bur guard which prompted discontinued use of the handpiece with attached bur guard. The customer reported that another unit was obtained to complete the procedure as intended. There was no injury or surgical delay reported with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation and verified the reported problem. During testing of this handpiece, it exceeded manufacturer temperature specifications related to a worn bearing in the collet assembly. Further investigation found this unit is due for preventive maintenance. Associated report: 1017294-2008-00269. The instruction manual for this handpiece informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. The service interval for this handpiece is every 12 months.